Event description:
It was reported that the patient underwent an anterior lumbar interbody fusion surgery from l5 to s1, during which rhbmp-2/acs was used. Reportedly, the patient began to experience severe pain and discomfort that radiates into his lower extremities sometime postop. On (B)(6) 2012, the patient underwent a revision surgery to decompress the s1 nerve root. The patient continues to experience severe and unrelenting pain that radiates into his lower extremities.

Event description:
Per medical records it was reported that on (B)(6) 2015: patient presented with hand, wrist, forearm, neck, back pain and myofascial pain. Underwent ultrasound guided right and left piriformis injection.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 1993 patient underwent bone scan and flow. Impression: increased activity lateral aspect left lateral malleolus suggesting fracture. On (B)(6) 1994 patient underwent MRI of the lumbar spine. Impression: at the l5-s1 level there is a mild to moderate herniation of disc centrally and to the right of the midline that extends slightly inferiorly from the level of the disc. The disc herniation probably causes symptoms involving the right s1 nerve root. Patient also underwent x-ray of skull, pa and lateral views. Impression: negative. On (B)(6) 2006 patient underwent CT chest with contrast. Impression: no focally concerning pulmonary parenchymal nodule or mass; pleural-based scarring of the left lateral costophrenic angle contributing to blunting of the left lateral costophrenic angle in this patient; suggested mild developing emphysematous changes; fatty infiltration of hepatic parenchyma with a too small to characterize low-attenuation lesion in the anterior left lobe which is likely representative of a small cyst or hemangioma; incidental aberrant right subclavian artery coursing posterior to the esophagus; no evidence of focally concerning mediastinal, hilar, or axillary adenopathy. On (B)(6) 2006 patient presented for office visit with right pleural effusion and chest pain. On (B)(6) 2009 patient was admitted for joint pain and upper arm pain. On (B)(6) 2012 patient underwent MRI of cervical spine without gadolinium. Impression: spondylotic cervical cord compression at these levels; mild bilateral maxillary sinus mucosal thickening; no evidence for abnormal cervical cord signal. The craniocervical junction appears unremarkable. Patient underwent MRI of thoracic spine without contrast. Impression: unremarkable MRI of the thoracic spine without gadolinium for patient's age; minimal mid thoracic degenerative disk changes at t7-8 and t8-9 are noted without cord compression. Patient underwent x-ray skull. Impression: no metallic foreign body projects over either orbit. Orbital margin is intact. Patient underwent MRI of lumbar spine with and without gadolinium. Impression: anterior metallic plate and screw as well as interbody fusion at l5-s1 with enhancing scar along the right lateral aspect of the thecal sac at l5-s1 surrounding the right s1 nerve root; disk desiccation and minimal disk bulge at l4-5. On (B)(6) 2012 the patient was presented for office visit with bilateral hand pain and numbness. Diagnosis: bilateral upper and lower extremity paresthesias; history of four back surgeries including l5-s1 fusion which appears to be solid; enhancing scar tissue around the right s1 area; lumbar radiculitis. The patient also underwent x rays of the hip pain, back pain and numbness. On (B)(6) 2012 the patient was presented for office visit with back pain. On (B)(6) 2012 patient was admitted for joint pain, back pain, pelvic region pain and thigh pain with arthrodesis status and disturbance of skin sensation. On (B)(6) 2012 the patient was presented for office visit with arm pain, numbness, leg pain, back pain and numbness. Diagnosis : lumbar radiculitis. On (B)(6) 2012 the patient was presented for office visit with back pain. On (B)(6) 2012 patient was admitted for hip pain, back pain and numbness. On (B)(6) 2012 the patient was presented for office visit with back and hip pain. He describes pain as numbness and tingling. Diagnosis: low back pain, lumbar radicular pain. On (B)(6) 2012 the patient was presented for office visit with low back pain. Diagnosis: low back pain, lumbar radiculitis. On (B)(6) 2012 the patient was presented for office visit. On (B)(6) 2012 the patient was presented for office visit with low back pain and lumbar radiculitis. On (B)(6) 2012 patient was admitted for bilateral sacroiliitis and pain in lower back radiating into his hips. It was worse with activity. On (B)(6) 2013 the patient was presented for office visit with pain in the writs, upper trape muscles, posterior neck, upper back, middle back, lower back and posterior pelvis. Assessments: manipulations were performed to the cervical spine, thoracic spine, lumbar spine and pelvis. Diagnostic impressions: cervicalgia, thoracalgia, lumbalgia, stiffness and restrictions, myofasical pain disorder, nerve root compression. On (B)(6) 2013 the patient was presented for office visit with increase in pain in the l4-5 right s1 joints and left s1 joints. Diagnostic impressions: cervicalgia, thoracalgia, lumbalgia, myospasms. On (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, as per billing record the patient was presented for office visit. On (B)(6) 2014, (B)(6) 2015 the patient was presented for office visit with complaint affecting the cervical spine, the thoracic spine, the lumbar spine, and the sacrum. Diagnostic impressions: cervicalgia, thoracalgia, lumbalgia, myospasms.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that (B)(6) 2002 patient presented for MRI scan due to a recurrent discs herniation at l5-s1 (B)(6) 2002 patient underwent microspcopic discectomy l5-s1 on the right. On (B)(6) 2002 patient presented for perop diagnosis: recurrent disk herniation l5-s1 right. Patient underwent the following procedure: microdiskectomy l5-s1; partial foraminotomy s1. On (B)(6) 2002 patient presented due to low back pain and right leg pain and underwent the MRI of lumbar spine wo contrast. Findinigs: t11-t12, t12-l1, l2-3, l3-4, k4-5: normal intervertebral discs with ono endplate spondylosis or facet arthrosis. Nromal central canal, lateral recesses and intervertebral neural formania. On (B)(6) 2003 patient presented with aching in his back. He had 3 micro discectomies at l5-s1. On (B)(6) 2004 the patient presented with problems with his back. The pain had been into the right lower back into the right buttock. He denied other radicular symptoms of pain, paresthesias, weakness or urinary or bowel problems. He does attribute this to his old work-related injuries. Impression: back pain/strain. On (B)(6) 2004 patient presented for physical therapy due to back pain, strain, microdiscectomy l5-s1 times 3. Range of motion: the patient's forward flexion shows a mild limitation and increased pain with rising up from forward flexion and in a bit of a compensated pattern. Extension shows mild end range limitation. Side bending to his left within functional limits and mildlimitation to his right. Neurological: patient is 5/5 bilateral lower manual muscle test. Dtr's were equal at his knees. They were unable to be elicited at right achilles. They are normal at his left. Straight leg raise is negative. Slump test was negative in sitting bilaterally and very mildly positive on his right in supine at end range of motion. Assessment: patient presents with instability in his lumbar spine and mechanical low back pain. Patient would benefit from physical therapy for symptom reduction and to progress him onto stabilization strengthening to increase his functional strength in his lumbar spine. Plate, plate covers, 6.5x25 and 6.5 x 30 screws form pyramid system were also used in the surgery. On (B)(6) 2004 patient presented for physical therapy. On (B)(6) 2004 patient presented for physical therapy due to lbp, s/p l5/s1 microdiscectomy x 3. On (B)(6) 2004 the patient presented with complains of lower back pain that radiates through the buttock on the right posterior down to about the knee. He denies weakness, but has had numbness of the posterior thigh. No urinary or bowel problems. He does relate this to his old injuries. Impression: radicular back pain. On (B)(6) 2004 patient presented for MRI of back/leg right side: on (B)(6) 2004 the patient presented his back for MRI scan. It does show a lot of granulation tissue around the s1 root at l5-s1 on the right, but there was also a bulge there and probably the thing that wass causing him his worse symptoms. On (B)(6) 2004 patient admitted and underwent: posterior microdiskectomy l5-s1 right; anterior lumbar total diskectomy l5-s1; anterior lumbar interbody fusion with cages, rh-bmp2/acs and an anterior plate at l5-s1. Op notes: an anterior total diskectomy of l5·s1 was performed including scraping out the endplates of l5-s1 with curettes. In routine fashion we placed 14 x 23 mm cages on the right and left at l5-s1 under x-ray control. A foraminal plate was then affixed to l5-s1 anteriorly in routine fashion and then affixed with three screws under direct image intensifier control. Final x-rays were excellent. We then placed a locking plate on the plate at l5-s1. Rh-bmp2/acs sponges were placed in the cages at l5-s1 as well as slightly anterior to the cages. The patient tolerated the procedure well and was taken to recovery in satisfactory condition. Preoperative diagnosis: back pain. Procedure: anterior exposure, l5-s1 with manipulation of great vessels, placement of cages and plates. Per op notes: the patient was implanted with the cages and a plate at l5-s1. At the conclusion, vessels were in good repair. The fascia was closed with looped #1 pds. Patient presented for radiology report: reason for exam: recurrent herniation, ddd, for lumbar spine, two views. On (B)(6) 2004 patient was discharged. On (B)(6) 2004 the patient presented for the follow up visit post anterior posterior fusion. On (B)(6) 2004 the patient presented with minimal symptoms. He has some night cramps in his legs. He has occasional aching in his back, but most of his pre-op had abated. On (B)(6) 2007 the patient presented for left sided low back pain, non-radiating and is mostly present when he wakes in the morning and he feels stiff. He had no significant leg pain. No neurologic deficits are noted in the lower extremities. From (B)(6) 2012, the patient underwent neurological testing. On (B)(6) 2012 patient presented for back pain, neck pain. MRI of the throracic spine without gadolinium. Impression: unremarkable MRI of the thoracic spine without gadolinium for patient¿s age; minimal mid thoracic degenerative disk changes at t7-8 and t8-9 were noted without cord compression. On (B)(6) 2013 patient presented for arm pain. Patient presented for MRI of cervical spine. Impression: stable multilevel degenerative change in the cervical spine. X-rays of his lumbar spine shows a solid fusion at l5-s1. The disc above looks normal. From 2011 till present, the patient was diagnosed for 'chiropractor'. Since the rh-bmp2/acs surgery, the patient has been suffering from: nerve injury; radiating pain to the legs; and severe pain in the hand and arms. He also suffered from the following symptoms: numbness and pain in legs; tingling pain in upper extremities; pain below the area of rh-bmp2/acs; and almost constant tingling in both legs and feet.

Event description:
It was reported that on (B)(6) 2007, per billing records, patient presented for office visit and underwent radiologic exam of elbow. On (B)(6) 2007, (B)(6) 2009, per billing records, patient presented for office visit and underwent radiologic exam of shoulder. On (B)(6) 2007, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013, (B)(6) 2014, (B)(6) 2015, , per billing records, patient presented for office visit. On (B)(6) 2009, per billing records patient underwent nerve conduction study. On (B)(6) 2009, per billing records, patient presented for office visit and underwent radiologic exam of elbow and wrist. On (B)(6) 2011, per billing records, patient presented for office visit and underwent radiologic exam of wrist. On (B)(6) 2011, per billing records, patient presented for office visit and underwent radiologic exam. On (B)(6) 2012, per billing records, patient presented for office visit and underwent radiologic study of hips and spine. On (B)(6) 2012, per billing records, patient underwent nerve conduction study. On (B)(6) 2012, per billing records, patient presented for office visit and underwent radiologic study. On (B)(6) 2013, per billing records, patient presented for office visit and underwent x-ray of chest.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on, on (B)(6) 2005, the patient presented for an office visit with chief complaint of cough, sore throat, left ear pain. On (B)(6) 2006, the patient presented for an office visit with complaint of mild discomfort (in mid substernal area). The patient underwent x-ray which indicated the presence of some fluid in the left costophrenic angle. On (B)(6) 2006, the patient underwent CT of chest, impressions: no focally concerning pulmonary parenchymal nodule or mass, plenr al-based scarring of the left lateral costophrenic angle contributing to blunting of the left lateral costophrenic angle, fatty infiltration of hepatic parenchyma with small low attenuation lesion in the anterior left lobe which is representative of a small cyst or hemangioma, incidental aberrant right subclavian artery coursing posterior to esophagus, no evidence of focally concerning mediastinal, hilar or axillary adenopathy. On (B)(6) 2006, the patient presented for an office visit with chief complaint of right knee discomfort. On (B)(6) 2007, the patient presented for an office visit with complaints of persistent pain in the right elbow and lateral epicondyle. On (B)(6) 2007, the patient underwent physical therapy. On (B)(6) 2007, the patient presented for office visit. On (B)(6) 2007, the patient presented for an office visit with chief complaint of increase in pain at right lateral epicondyle. On (B)(6) 2007, the patient presented for an office visit for recheck-up of shoulder pain. On (B)(6) 2009, the patient presented for an office visit due to sinus problem. On (B)(6) 2009, the patient presented for an office visit with chief complaint of shoulder pain. On (B)(6) 2009, the patient underwent x-ray of shoulder due to pain and the result was negative. On (B)(6) 2009, the patient presented for an office visit with chief complaint of left shoulder pain. On (B)(6) 2009, the patient presented for an office visit due to elbow pain. On (B)(6) 2010, the patient presented for an office visit with chief complaint of fatigue. On (B)(6) 2010, the patient presented for an office visit with chief complaint of pain in right hand. The patient underwent x-ray for the same. Impression: no fracture or other boney abnormally seen. On (B)(6) 2011, the patient presented for an office visit due to dizziness. On (B)(6) 2011, the patient presented for an office visit with chief complaint of jaw pain. The patient underwent x-ray for the same. No discrete fractures or osseous abnormalities were identified. On (B)(6) 2012, per billing records, patient presented for office visit and underwent radiologic study of hips and spine. Impression of x-ray lumbar spine: post anterior inter-body fusion at l5-s1. There are no radiographic features to suggest complications. Impression of hip study: no fracture or dislocation involves either hip, no significant narrowing of either hip joint is present. On (B)(6) 2012, the patient presented for an office visit due to persistent and increasing pain in wrists and fingers. On (B)(6) 2012, the patient presented for an office visit due to numbness and weakness of the upper and lower extremities. On (B)(6) 2012, the patient presented for an office visit and was diagnosed with back pain and weakness. On (B)(6) 2012, the patient presented for an office visit and was diagnosed with back pain, weakness and hip pain. On (B)(6) 2012, patient was admitted for bilateral sacroiliitis and pain in lower back radiating into his hips. It was worse with activity. Impression: back pain, carpal tunnel syndrome. On (B)(6) 2013, the patient presented for an office visit. On (B)(6) 2013, the patient presented for an office visit and was diagnosed with low back pain. On (B)(6) 2013, the patient presented for an office visit with chief complaint of sore throat. On (B)(6) 2014, the patient presented for an office visit due to back injury and eye problem.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.